Event description:
The customer reported that the unit failed to power up. The local philips response center advised the customer to replace the ac power module to resolve this issue. The customer ordered an ac power module for this failure. As of (B)(6) 2010, there have been no further reports regarding this issue from the customer site. We will consider this a failure of the ac power module.

Manufacturer narrative:
(B)(4). The customer reported that the unit failed to power up. The local philips response center advised the customer to replace the ac power module to resolve this issue. The customer ordered an ac power module for this failure. As of (B)(6) 10, there have been no further reports regarding this issue from this customer site.